Event description:
The customer reported that the system failed to power up to a usable state. This issue will prevent the system from booting. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors on the power motor relay pcb were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.